Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report due to sensor error, the sensor wire was not visible on the underside of sensor pod. No portion of the wire was visible at insertion site. Patient experienced a small pimple-like bump and bruise at insertion site. During insertion of this sensor on (B)(6) 2013, patient experienced bleeding and pain at insertion site. The bleeding stopped after pressure was applied. Dexcom requested return of sensor for investigation. No sensor had been received at time of report. At the time of a follow-up call to patient's mother on (B)(6)2013, she reported that patient is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.